Event description:
Package opened and the device was found to be in two separate pieces. Tubing was severed in the middle and both severed ends appear to be sealed together. The tubing was not patent at all.